Event description:
User reported (B)(6) result. No information regarding additional testing.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.